Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that after routine mobilization of the stomach, gastric transection was achieved using gold reload 5cm away from the pylorus and subsequent blue reloads. Immediately after the completion of gastric transection using the j&j powered stapler, excessive profuse bleeding was observed all along the staple-line. Compression using surgical gauze was applied to reduce the flow of bleeding and then a hemostatic was applied along the suture line to attempt to control the bleeding as well; however, the bleeding continued nonetheless. The surgeon then resorted to using 2 ampoules of barbed sutures to suture along the entire suture line in order to achieve adequate hemostasis and stop the bleeding. All these interventions considerably more effort and an estimated 1 extra hour over the regular time required to routinely complete this operation. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2021. D4: batch # unk. I didn¿t attend the case, but according to the doctor the main issue was the bleeding, no further details neither on the staple line nor about the amount of blood lost. The patient dis not require blood transfusion. No other consequences were mentioned.